Manufacturer narrative:
Reporting address line 1: (B)(6).

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor, indicating that the device failed the self-test due to a power failure. Available details indicate that, the reported issue was due to a malfunction of the battery. After the customer replaced the battery, the self-check could proceed normally, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by a defective battery, further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.